Manufacturer narrative:
Weight, ethnicity, and race:unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -13.5/1.5/111 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same length lens due to excessive vault. The replacement lens was implanted vertically and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found optic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).